Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is traced to d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited the video image was distorted. Event occurred during an unspecified procedure. There was no report of harm, injury or death.